Manufacturer narrative:
The product has not been returned for evaluation. Should new relevant information become available a supplemental report will be submitted.

Event description:
It was reported that the customer received an occlusion alarm. Insulin was resumed and no further occlusion alarms occurred. The pump was being used for demonstration purposes and was not being worn for insulin therapy.